Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip could not be released properly. Block h11: investigation results the returned mantis clip was analyzed, a visual and microscopic evaluation noted that the device was returned without the clip assembly. In addition, the device has evidence of premature deployment (yoke is attached to the control wire). No other problems with the device were noted. The reported complaint of clip difficult to release from catheter was not confirmed. Upon analysis, it was found that the device was returned without the clip assembly but with the yoke still attached and with evidence of premature deployment. It is important to mention that the presence of the clip assembly is crucial to the investigation, as the reported event is directly related to this piece. To clarify the reason for the problem faced by the physician, this component must be inspected. Although the exact cause cannot be confirmed, it is most likely that this problem could be due to operational factors during the procedure, such as attempting to open the clip once it is already activated, the physician's technique during the deployment of the clip, the scope position/angle, or detachment of the capsule due to hitting a surface. However, these are only hypotheses. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is cause not established.

Event description:
It was reported to boston scientific that a mantis clip was used during a procedure on (B)(6) 2025. During the procedure, when the clip part was released, there was no sound, and it could not be released properly. The image of the clip was checked after it was released, but it appeared different from the usual image. The procedure was completed with another of the same mantis clip. There were no further patient complications reported as a result of this event.

Event description:
It was reported to boston scientific that a mantis clip was used during a procedure on (B)(6) 2025. During the procedure, when the clip part was released, there was no sound, and it could not be released properly. The image of the clip was checked after it was released, but it appeared different from the usual image. The procedure was completed with another of the same mantis clip. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip could not be released properly.